Event description:
Covidien received a report from the USA stating that an 840 ventilator was in an inoperative condition. The customer could not confirm if the malfunction occurred during pt use. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the customer reported issue. The cse installed revision ak software. The ventilator passed performance verification testing (pvt). Covidien ref.: (B)(4).